Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the pump indicated a data log corruption. The customer¿s blood glucose was 98(mg/dl). Reportedly, the customer cleared the alarms and continued using the pump for insulin therapy.